Manufacturer narrative:
Other, other text: correction: g4 ( the aware date in the initial report should have been 01/08/2021). Device evaluation: one cadd legacy 1 pump was returned for analysis. Functional testing was performed. The customer's reported problem was confirmed. Pump was found to be displaying "1871" error code message on power up when batteries are inserted during the investigation. It was found that the motor locks up and causes the issue. The motor will be replaced.

Manufacturer narrative:
Other, other text: correction: g4.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed error code 1871. The issue was discovered during testing.